Event description:
It was reported that on (B)(6) 2025, the patient underwent ureteral stone removal surgery using a flexible ureteroscope due to kidney stones. During the surgical preparation, a ureteral stent with number 788426 was inserted, and upon inspecting the outer packaging, no obvious abnormalities were found. However, after unwrapping the packaging to take it out, it was discovered that the middle section had a crack and was broken off. The stent was not used, and samples and photographs were retained. The hospital regularly uses this series of stents, and after unwrapping other packages, the stents were found to be normal, allowing the surgery to proceed smoothly without any further impact.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received 1 ureteral stent. Verified material number 788426 and batch number ngju4181. Visual inspection noted the stent was broken into two pieces. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, the patient underwent ureteral stone removal surgery using a flexible ureteroscope due to kidney stones. During the surgical preparation, a ureteral stent with number: 788426 was inserted, and upon inspecting the outer packaging, no obvious abnormalities were found. However, after unwrapping the packaging to take it out, it was discovered that the middle section had a crack and was broken off. The stent was not used, and samples and photographs were retained. The hospital regularly uses this series of stents, and after unwrapping other packages, the stents were found to be normal, allowing the surgery to proceed smoothly without any further impact.